Event description:
It was reported that the patient was experiencing inadequate stimulation following a on device related procedure. The patient underwent an explant procedure. The explanted device components will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred two years ago from the date the manufacturer became aware of the event. Explant date: 2 years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4).